Event description:
It was reported that the swan-ganz catheter was in for 6 days along with an intro-flex introducer. Reportedly, on removal of the catheter, the thermal filament appeared to snag on the introflex and the top seal of the introflex broke off leaving the introflex with no side arm or seal. It was further reported that the introflex had to be removed immediately following the incident. No patient complications or injuries were reported.

Manufacturer narrative:
The device was not returned for evaluation.